Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was contamination on the monitor's j1001 connector. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the patient was receiving a service code 204 (belt/monitor unusable).